Manufacturer narrative:
Catalog number was revised. Investigation summary: both nails were classified as primary products during investigation. A review of the manufacturing and inspection documents (DHR) was not possible because the lot codes were not provided. Also the implants were not provided; therefore an inspection of them was not possible. All provided information and the x-rays were evaluated by experts of the t2 kids system and a medical expert: the chosen nails were too thin for the treated intramedullary bone channel; the x-rays show that the chosen nail diameters are less than 40% of the channel diameter. Due to this a sufficient three point cortical contact and a sufficient stiffness of the nails were not given. A special anodizing method (type ii) guarantees higher fatigue strengths (approx. (B)(4)) in comparison to other titanium implants, therefore concerns regarding the stability, strength and stiffness can be excluded. Furthermore the nails are also available in stainless steel version. T2 kids nails are available to a diameter of 4mm. In the actual case the surgeon selected a diameter of 1.5mm (according to provided catalog numbers), therefore enough diameter range (2mm, 2,5mm, 3mm, 3,5mm and 4mm) were possible for a correct treatment. The IFU and the operative technique include several warnings and the correct implant size, handling and implantation in detail. Based on the given information the reported issues were caused by a user error. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
The surgeon reported via the sales rep that when they checked the post operative x-rays of a patient who had been transferred from ulleval hospital following implantation of femoral t2 kids nails, it was noted that the bend in the nails were at a very sharp angle. At this point in time, it is unknown whether the patient will be revised or the nails will remain in situ pending healing of the fracture.

Event description:
The surgeon reported via the sales rep that when they checked the post operative x-rays of a patient who had been transferred from ulleval hospital following implantation of femoral t2 kids nails, it was noted that the bend in the nails were at a very sharp angle. At this point in time, it is unknown whether the patient will be revised or the nails will remain in situ pending healing of the fracture.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device remains implanted.